Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, nausea, urinary tract infection, urinary urgency, urinary frequency, fecal incontinence, nocturia, incomplete emptying of bladder, vaginal bruising, atrophic vaginitis, cystitis (inflammation), stricture, vaginal discharge, cracking of skin on genitalia, extrusion, infection, recurrence, additional surgical interventions, pelvic organ prolapse, increased urinary stream, discomfort between the rectum and vagina, acute cystitis, dysuria, lower abdominal cramping, small rectocele, occasional incomplete emptying, left labial minora with small area of bruising, eroded mesh at the vaginal apex, stage one vaginal prolapse, moderate atrophic vaginitis, slight sense of stool trapping, minimal recurrent cystocele between two and three, mesh erosion on the proximal anterior wall, bladder issues, pelvic relaxation symptoms, digital defecation, pressure in vaginal and rectal area when standing, introitus irritation, pelvic pressure, mesh eroded through top of vagina at cervical vaginal junction, rectal pain, mesh erosion at cuff, chills, backache, stricture above the cervix, cracking of the skin noted at the posterior fourchette from hyperkeratosis induced by the discharge from the eroded graft, yellow discharge around the graft, and multiple nonsurgical interventions.